Event description:
During a clinical trial, it was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a varipulse¿ bi-directional catheter and suffered a bronchospasm which required medication (dexamethason and combivent). Patient received an index cardiac ablation on (B)(6) 2026 for paroxysmal atrial fibrillation. On (B)(6) 2026, patient experienced bronchospasm categorized as severe and not serious. Relationship to study device (varipulse¿ bi-directional catheter) is causal and relationship to the index study procedure is causal. The outcome is resolved. Intervention was medication (dexamethason and combivent).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).